Manufacturer narrative:
This report is submitted on july 12, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, the patient experienced persistent irritation since (B)(6) 2017, resulting in the decision to electively explant the device under general anesthetic on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.